Event description:
The pt received an scs sys consisting of 2 leads and an ipg on (B)(6) 2010. The pt received a replacement ipg on (B)(6) 2010. It was reported that the pt developed an infection at her ipg site. She was admitted to the hospital on (B)(6) 2010 and administered IV antibiotics. Culture results showed the pt had a (B)(6) infection. As the product was not explanted, no return is expected. F/u on the pt found that she has recovered from her infection. She is receiving effective stimulation from her scs sys. F/u on the pt fund no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.